Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, infection, bowel problems, dyspareunia, neuromuscular problems, emotional distress and a product problem. The plaintiff also experienced urinary urge incontinence, stress urinary incontinence, and difficulty emptying the bladder, urinary urgency, dysuria, bladder scar, urinary problems, hesitancy and difficulty starting her stream. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR # 2183959-2016-00025.